Event description:
The manufacturer received additional information on oct 14, 2019 identifying the following. A perceval valve was implanted, and when we came off pump, there was a leak. It turns out that the perceval had popped up on one side due to the anatomy of the mitral valve that had also just been replaced. He went back on pump and opened another perceval valve to try again. After ballooning the valve had popped up again in the same place. The surgeon realized that it was due to the anatomy of the patient and the way the mitral valve was pushed against the aortic valve ¿ because of this he needed a completely supra-annular valve and implanted a solo smart. There were no device issues identified. The issue was due to the patients anatomy. Patient has been checked and is doing fine.

Manufacturer narrative:
The manufacturer received additional information on oct 14, 2019 identifying the following. A perceval valve was implanted, and when we came off pump, there was a leak. It turns out that the perceval had popped up on one side due to the anatomy of the mitral valve that had also just been replaced. He went back on pump and opened another perceval valve to try again. After ballooning the valve had popped up again in the same place. The surgeon realized that it was due to the anatomy of the patient and the way the mitral valve was pushed against the aortic valve ¿ because of this he needed a completely supra-annular valve and implanted a solo smart. There were no device issues identified. The issue was due to the patients anatomy. Patient has been checked and is doing fine. Based on this information the event was a result of patient factors and was not related to any device deficiencies. The manufacturer will not perform any further investigations and the root cause is deemed to be due to patient anatomy. Fields changed: b4, g4, g7, h2, h6.

Manufacturer narrative:
Device disposition presently unknown.

Event description:
The manufacturer was notified that on (B)(6) 2019 a patient had two perceval pvs21 sutureless aortic valves ((B)(4) this case, (B)(4) associated with ref# (B)(4)) explanted intra-operatively. The same day a solo smart art23smt/f15973 was implanted. No further information was received.